Manufacturer narrative:
The renew lapclinch grasper tip was returned for investigation at (B)(4). The returned tip was broken near the hinge point of the jaws. Visual inspection found signs of wear. The tip was attached to a functional handpiece for functionality testing. The tip was not functional. There was no harm to the patient. Late MDR narrative: (B)(4) is submitting this late MDR 1223422-2017-00002 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. (B)(4), will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device (emdr) reporting have been met.

Event description:
During a laparoscopic cholecystectomy procedure, the renew grasper tip broke. The surgical procedure and anesthesia time was extended by 20 minutes. There was no harm to the patient.